Event description:
Strings would fray [device breakage]. Tampon wrappers difficult to open [product packaging difficult to open]. Case narrative: consumer's relative reported that the tampon strings fray. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Strings would fray [device breakage] . Tampon wrappers difficult to open [product packaging difficult to open]. Case narrative: consumer's relative reported that the tampon strings fray. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.